Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ supp correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer.

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.